Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements, oversensing, and isometrics noise. It was decided to surgically abandon the right atrial (ra) lead and a new ra lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements, oversensing, and isometrics noise. It was decided to surgically abandon the right atrial (ra) lead and a new ra lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the complaint summary for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements, oversensing, and isometrics noise. It was decided to surgically abandon the right atrial (ra) lead and a new ra lead was implanted instead. This device was explanted due to normal battery depletion. This product was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.